Event description:
It was reported that the subjected device had corroded lenses at the tip of the device. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to a third-party distributor for olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the failure was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.